Event description:
It was reported that during induction testing an alert stating possible output circuit damage was received. Therapy was not delivered and the patient was externally defibrillated. Low hvli impedance was noted. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer and medwatch form analysis was normal. No anomaly found.